Event description:
The customer reported that when the ventilator's power cord was plugged into the wall outlet, the power cord would spark. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The MFR's service technician confirmed the receptacle end of the power cord was sparking inside the plus. The service technician replaced the power cord to correct the problem. Extended self testing (est) was performed and the unit passed all tests per operating specs.